Manufacturer narrative:
(B)(4). This report is based on the initial information and the information from investigation. Concomitant medical products: unknown liner catalog#: ni lot#: ni, unknown head catalog#: ni lot#: ni, unknown regenerex ring loc+ shell catalog#: ni lot#: ni. Literature- sueyoshi, t., keating, e. M., ritter, m. A., meding, j. B., & brunsman, m. J. (2016). Early clinical outcomes with a 3-d porous titanium acetabular cup. Open journal of orthopedics, 06(06), 121-125. Doi:10.4236/ojo.2016.66018. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06018-1, 0001825034-2017-06323, 0001825034-2017-06324. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 11 month post primary total hip arthroplasty, due to liner fracture. The patient was diagnosed by a secondary osteoarthritis after traumatic hip injury. During the surgery, the implanted cup was found stable and firm but the inner locking was damaged. Attempts have been made and additional information on the reported event is unavailable.